Event description:
It was reported that this lead was an attempted implant due to an insulation issue. A new left ventricular (lv) lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to an insulation issue. A new left ventricular (lv) lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.